Event description:
It was reported that pump generated cartridge alarm 20 during load process even though customer followed prompts and removed used cartridge when instructed, and customer had previously experienced similar cartridge alarms with same pump. There was no adverse impact to the customer's blood glucose level. Customer was informed that pump needed replacement, arranged to use replacement pump to maintain insulin delivery, received shipping and storage instructions, and was instructed to return problematic pump to Tandem within 10 days using provided materials.